Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure two drill bit tips broke off as they contacted a k-wire during the drilling process. The two tips could not be retrieved and remain in the pt. This is one of two reports for this event.

Manufacturer narrative:
The raw material records and mfg records were reviewed and were found to meet spec. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): the manufacturing records were reviewed and no complaint related issues were found.device manufacture date was corrected from november 2007 to 11/28/2007.(B)(4): placeholder.